Manufacturer narrative:
Evaluation of the returned ace68 revealed that the distal tip had multiple consecutive kinks. This damage is likely the reported wrinkled and accordioned distal tip. If the device is forcefully manipulated against resistance, damage such as this may occur. During functional testing, the ace68 was advanced and retracted through a demonstration neuron max without an issue. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), neuron max 6f 088 long sheath (neuron max), and stent retriever. During the procedure, the physician completed the first pass using the ace68 and stent retriever. Subsequently, the physician experienced resistance removing the ace68 and stent retriever to perform a contrast run. The physician decided to perform another pass using the ace68; however, upon inspection of the ace68, the physician noticed the distal tip of the ace68 to be wrinkled and accordioned. Therefore, the ace68 was not used for the remainder of the procedure. The procedure was completed using another catheter with the same stent retriever and neuron max. There was no report of an adverse effect to the patient.